Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92. Device evaluation: the reported condition of a colleague infusion pump with failure code 522:320:658 was discovered and confirmed during product evaluation in the pump's event history. This condition was caused by a potential defective user interface module printed circuit board (uim pcb). The uim pcb was replaced as a precaution to correct the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 522:320:658, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The current user interface module software version is unknown at this time.